Event description:
Per the audiologist's report, the patient did not make significant progress with his cochlear implant system. The results of an integrity test done in 2006 were consistent with normal receiver/stimulator function and unusual responses on some electrodes. Sound processor programming recommendations were made and carried out the following month. The device was explanted in 2007. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.